Event description:
Customer allegedly bumped side of the threshold, which caused the unit to continue to evaluate, and it didn't stop. Customer also alleged the led light appears to stay on even when it's not charging. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m91, serial number/date code and age of product are unknown. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that when he went through a doorway the joystick on his m91 power chair was bumped. Once over the threshold the power chair allegedly kept elevating and did not stop. No injury alleged.